Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted numerous stitches and knots. There was inflammation and this had been thought to be a recurring stitch granuloma. At that point, he noted that a small piece of mesh was involved as well. It was reported that the patient experienced severe pain, g.I. Irregularities, anxiety and depression. No additional information was provided.